Event description:
During a therapeutic egd procedure, pt's age and gender unk, the visual marker detached from the device into the stomach and was not retrieved. The marker was expected to be expelled through normal peristalsis. The procedure was completed with the same device and there were no reported advice affects to the pt.